Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal had foreign matter inside the syringe. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported "hairs" inside two syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal had foreign matter inside the syringe. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported "hairs" inside two syringes.